Event description:
Customer called and informed that customer put in a silhouette infusion set and noticed that insulin was dripping onto her skirt. Customer further noticed that the luer connector is hanging broken, detached from the tubing.